Manufacturer narrative:
In f/u with the customer, she indicated that she placed parts/accessories for her bailey medical nurture iii breast pump into the medela micro steam bag for sanitizing in her 1100 watt microwave oven. She used 2 ounces of water and set her microwave for 1-1/2 mins as instructed on the bag. She left the kitchen and smelled a burning odor. She went to the microwave and the bag was on fire. She put the fire out with water, but the microwave was damaged and the burning odor was throughout her apartment. She indicated that the parts/accessories that she placed in the bag were all of the removable parts from the pump except for the tubing, filters and motor and she confirmed that none of the parts/accessories that she placed in the bag contained metal. She believes that "it was the purple [bottle] stand that caused the fire." She provided pictures of the micro steam bag, but indicated that she would not be willing to send the bag back to us for testing/analysis as she wanted to keep it as "evidence" in an effort to get the (B)(6) office to replace her microwave. The instructions for use for the bailey medical nurture iii breast pump state (on p. 5) "we do not recommend using microwave sterilization bags" for cleaning of parts. Further, bailey medical indicated that the parts "absolutely should not be sterilized in the microwave - they will melt" and the instructions for the micro steam bags indicate "bag intended for use only with microwave safe plastics." Because a fire occurred, this report is being filed. However, there was no indication that the medela micro steam bag malfunctioned, but instead, that user error caused the fire.

Event description:
The customer reported to customer service that she received a non-medela breast pump from her local (B)(6) office, along with a medela micro steam bag for sanitizing the parts/accessories. She placed the non-medela breast pump parts/accessories in the steam bag along with 2 ounces of water and placed the steam bag in her 1100 watt microwave for 1-1/2 mins, as instructed on the outside of the steam bag. She later detected a burning odor and went to her microwave to find the steam bag on fire. The fire rendered her microwave unusable and the burning odor filled her apartment. No injuries were reported.